Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with the whole system due to and infection/sepsis. No additional adverse patient effects were reported.